Event description:
It was reported that the balloon would not passively deflate. The catheter was not used and no injury occurred. Attempts to clarify the circumstances of use were not successful; it is not known if the syringe was left attached to the gate valve during the deflation attempt.

Manufacturer narrative:
The complaint unit and one sealed unit were returned for evaluation. No visible damage was observed on either unit. Both balloons inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloons deflated within 2 seconds without a syringe attached, which is within the allowable specification. Both balloons failed to deflate fully with the returned syringes attached. As noted in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were patent without any leakage or occlusion. No product defects or damages were identified during the evaluation. The products functioned normally during testing, when following the instructions for use. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.